Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). The cause regarding the internal leakage test cannot be investigated as the customer has not requested any service regarding this event. It's normal practice to follow the guidance in the service manual when this test fails during pre-use check.

Event description:
Manufacturer reference#:(B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Device not returned.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).